Event description:
Patient presented to the physician with redness, drainage, and wound dehiscence at the chest incision site. Physician examined the area and identified a pocket infection. Physician prescribed oral antibiotics. Patient presented to the ER physician with swelling at the chest and neck incision sites. ER physician admitted the patient and placed them on a PICC line to administer IV antibiotics.

Event description:
Patient presented back to the physician with continued infection at the ipg site. Physician brought the patient into the operating room, removed the ipg, performed a washout procedure of the pocket, and closed. Physician prescribed antibiotics after the procedure was completed.